Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Device received with corroded battery tube noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and insulin was squirting out during the manual prime process. The customer's blood glucose level was 79 mg/dl. The customer reported that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.